Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that they think they need to do something different than what they are doing. Patient said they changed to program 4 probably 2-3 weeks ago and it seemed to have an issue where it starts off like it is working and then it gets less and less and they keep upping it so it gets more and more intense and it doesn't seem to help. Patient mentioned they are starting to get leaks where it leaks through into their pad a couple times a day which it wasn't before. Patient also said it feels kind of sore most of the time and their frequency of having to go to the bathroom is "all the time" and they can always feel something almost all the time. Caller stated that they feel the stimulation mostly on their left side. Caller stated that this seems to be the problem with every program where it'll work for in the beginning and than become less effective. Caller stated that they spoke to a manufacturing representative (rep) and were told to try a program 1-4. Caller mentioned that their frequency never diminished throughout the programs, but has helped with their leakage. Agent reviewed therapy information and general programming guidance with the patient. Patient will change programs and monitor symptoms. Additional information was received from the patient. They reported that the cause of the stimulation being felt in the left side was not determined. When asked the most likely cause of the issue, the patient stated they had no idea, it seemed to always have been that way. In an effort to resolve the issue, the patient stated they changed programs and lowered the level of stimulation. As they increased the level of this program, they would see if it became uncomfortable again. It was unknown if the issue was resolved. Additional information was received from the patient. They called back to report their ins was not working properly. The patient mentioned previously reported information and added that they had changed their programs many times and they allowed a couple of days for the therapy to adjust before making another adjustment. The patient also mentioned questions about airport security and stated that they did not turn their therapy off when they went through one of the security devices as they were told that the scanning device was compatible with pacemakers. Airport security compatibility guidelines were reviewed with the patient. The patient added that when they changed programs, it seemed to be working pretty well at first, then they started having a return of symptoms. General therapy information was reviewed with the patient, and they were redirected to their hcp to further address the issue.